Event description:
It was reported that a spectrum pump did not alarm an upstream occlusion during therapy at the adult infusion area. Pump set up to infuse medication over one hour. The registered nurse went to check on the status as the infusion should have been about complete, only to find that the entire bag had not even infused. The pump appeared to be running as programmed, the volume on the pump showed 53.9 ml had infused. The clamp above the pump had been closed and the pump never alarmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date of (B)(6) 2022 was provided. Catalogue # partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.